Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a weeping rash in the center of the back, suspected as a nickel allergy. There was no alleged device malfunction contributing to the rash. The patient's physician prescribed bepanthen for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Not applicable.